Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 25 mg/dl at the time of incident and the current blood glucose level was 139 mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was declined. The insulin pump and the reservoir will not be returned for analysis.